Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 visual examination of the provided pictures identified the explanted stem, covered in bio-debris. The trunnion appears to have dark discoloration. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). H10: metasulâ® duromâ®, component for acetabulum, uncemented, 52/ã¸ 46, code l item: 0100214052. Lot: 2301520. Metasulâ® ldhâ®, head, 46, code l, taper 18/20. Item: 0100181460. Lot: unknown. Metasulâ® ldhâ®, head adapter, s, -4, taper 12/14-18/20. Item: 0100185145. Lot: 2299132. G2: foreign ¿ australia . H6: proposed component code: mechanical (g04) ¿ stem. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 19 years post-implantation due to loosening, metallosis, and pain. The patient was revised to a g7 dm bearing and a medacta cemented stem. It was confirmed that no further information could be provided.